Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Technician reports pt experienced overcorrection and induced astigmatism, post lasik surgery. Left eye of this pt is reported under MFR report # 3003288808-2011-00035.